Event description:
A customer reported that during the phacoemulsification portion of five cataract with iol (intraocular lens) implant procedures, the anterior chambers were collapsing. There were five broken capsules and four of the pts required vitrectomy. The surgeon indicated that there had been problems with the flow during the cases, although no system messages displayed. No pt identifiers were provided. The current conditions of the pts are unk. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).